Event description:
According to the maude report: "intra-operative procedure end of surgery small burn noted at the right midline below abdominal incision line, doctor aware, cautery unit with cautery pencil and electrode sent to biomed". The site has not responded to covidien's requests for add'l info. Ref maude report #: (B)(4).

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.